Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they used to get shocking down their legs and a little bit around their body but now they were only getting shocking right on top of the implant or about half an inch from the implant. The issue began a month ago. Patient stated they went to a doctor and got a shot a couple weeks ago or about a month and a half ago. Patient went to get shots again a second time and since then the shocking would not go nowhere except for the implant. Patient also inquired if it was a possibility for their doctor to hit their leads with the injections. Agent reviewed information. Patient also mentioned they moved around a lot and would bend down or twist excessively and was pretty active. Agent reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.